Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued charging his scs system due to dissatisfaction with therapy. Subsequently, the ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2017 to address the issue. The ipg was explanted and replaced during the procedure. The issue is resolved.